Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple unspecified cartridge alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to reload the existing cartridge and resume insulin delivery. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.